Event description:
It was reported that the insulin pump alarmed. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. Advised the caller that the insulin would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.